Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing split/cracked leaking from where it attaches to reservoir event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. No further information available.